Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2015, a 23mm trifecta valve was implanted in a patient. It was later reported that on (B)(6) 2023, the patient was readmitted to the hospital due to acute aortic regurgitation and respiratory symptoms. A decision was made to perform a valve replacement procedure on (B)(6) 2023 to explant the 23mm trifecta valve and replace with a 19mm non-abbott valve. The replacement 19mm non-abbott valve was implanted in the patient with no adverse patient consequences. It was reported via open visual inspection that there was a laceration located on a stent post of the explanted 23mm trifecta valve. It was also reported the patient's native valve was sized 26mm in diameter via echocardiography. The patient status was reported as stable.

Event description:
It was reported that in (B)(6) 2015, a 23mm trifecta valve was implanted in a patient. It was later reported that on (B)(6) 2023, the patient was readmitted to the hospital due to acute aortic regurgitation and respiratory symptoms. A decision was made to perform a valve replacement procedure on (B)(6) 2023 to explant the 23mm trifecta valve and replace with a 19mm non-abbott valve. The replacement 19mm non-abbott valve was implanted in the patient with no adverse patient consequences. It was reported via open visual inspection that there was a laceration located on a stent post of the explanted 23mm trifecta valve. It was also reported the patient's native valve was sized 26mm in diameter via echocardiography. The patient status was reported as stable.

Manufacturer narrative:
Explant due to acute aortic regurgitation and respiratory symptoms was reported. The investigation found that calcifications on all the leaflets and fibrous pannus ingrowth was noted on inflow and outflow surfaces circumferential. All leaflets have fibrous thickening and contain coalesced, calcified nodules which distort and efface the normal cusp architecture and all leaflets were torn associated with calcifications. No inflammation was present. However, the circumferential fibrous pannus ingrowth on the inflow surface of the device was revealed to have resulted in the narrowing of the valve diameter which could have caused the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.